Manufacturer narrative:
Additional information provided in d.4., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the vivity company (2.25cyl), 16.5 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified advanced technology intraocular lens (atiol) model due to a reported "refractive error". The product has not been received to evaluate. No further information has been provided. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation, the patient experienced poor vision. The lens was removed and replaced with another lens in a secondary procedure. The clinical reason for explant was, blurry vision and refractive error. Additional information was requested, but no further information is available.